Event description:
Information received indicates during an assessment, the technician found the stretcher would slowly drift into trendelenburg.

Manufacturer narrative:
The technician found the trend cylinders were worn. He replaced trend cylinders to repair the stretcher.